Event description:
During an in clinic follow up, episodes of noise were noted on the right ventricular (rv) lead. A lead fracture was suspected. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.